Event description:
White clear plastic inside trocar, above the rubber seal, kept falling off from repeated introduction of a laparoscopic grasper and trocar obturator. The piece fell onto the floor and unable to recover. Manufacturer response for trocar, kii optical access system (per site reporter). Formal complaint logged and RMA # assigned. Product was requested to be returned for investigation.